Event description:
The manufacturer received information alleging an event power vbus dropped error code was found on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was being evaluated at a third-party service center when the reported event had occurred on the device. During the evaluation it was noted that the third-party service technician provided no documentation stated on a root cause and/or any component replacement to resolve the event power vbus dropped error code. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the air foam inlet filter and particulate filter needs replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.